Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1002. Indicative power use too high. This device has not been implanted. A boston scientific technical services (ts) consultant indicated to returned. No patient involvement.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory verified that telemetry system faults were recorded. Analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This issue can lead to increased power usage and decreased battery longevity.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1002 indicative power use too high. This device has not been implanted. A boston scientific technical services (ts) consultant indicated to returned. No patient involvement.